Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical intervention and high blood glucose levels. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient sought medical intervention due to high blood glucose levels. The patient's blood glucose levels reached 250 mg/dl while wearing the pod between 24 and 36 hours; patient stated the issue was that the controller would not turn back on. Symptoms reported include nausea, dizziness, disorientation, thirsty and just generally not feeling well. The patient was treated with intravenous fluids and insulin, and was released from the medical facility after 2 hours.